Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that few days after placement when removing the foley catheter, the sterile water did not drain, and it could not be removed from the patient. They dealt with this by bursting the balloon using a cystoscope. Up to 7 ml can be drained, but 3 ml can be drained. Medicon made syringe used to remove the water.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (3) photo samples. First photo sample shows top view of catheter. Second photo sample zooms in on end of catheter with ruptured balloon. Third photo sample shows inflation cap. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted 1 two-way foley catheter with balloon rupture (measuring 0.2335) on the return sample. This does not meet specification per inspection procedure which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe". No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labelling could not have prevented the reported failure. Correction: d, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that few days after placement when removing the foley catheter, the sterile water did not drain, and it could not be removed from the patient. They dealt with this by bursting the balloon using a cystoscope. Up to 7 ml can be drained, but 3 ml can be drained. Medicon made syringe used to remove the water.